Event description:
The stent was deployed in the right middle cerebral artery (mca) without incident. Post stenting angiography revealed a small clot formation beginning in the stent. A half cardiac bolus dose 16 mg. Of reopro was administered intra-arterially to the right internal carotid territory. Follow up angiography 20 minutes later demonstrated resolution of the clot and perfect angiographic results. The patient is reported to be in stable condition. No further information has been reported at this time.

Manufacturer narrative:
Expiration date & device manufacture date: unknown as batch number is unknown. (Other): no alleged product malfunction or non-conformance that contributed to the reported event.